Event description:
It was reported that the cassette was not attached properly, and the device had a damaged downstream occlusion sensor. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer complaint of cassette was not attached properly, damaged downstream occlusion sensor (dso) was confirmed through visual inspection, dso occlusion test. Replaced dso sensor and dso seal. Performed sensor calibration. Validated repair through dso/uso occlusion test. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.